Event description:
It was reported that one day after it was implanted, this right atrial (ra) lead exhibited undersensing and low amplitude. Boston scientific technical services (ts) was consulted and recommended further evaluation to determine the position of this lead. No adverse patient effects were reported. At this time, this lead remains in service.